Event description:
In 2009, the patient reported that 2 weeks ago he had a low blood glucose reading. He stated he was taken to the hospital where his blood glucose was 20 mg/dl. His target range is 80-120 mg/dl. He was given "sugar" and his blood glucose elevated to 75 mg/dl but then dropped to 50 mg/dl. He said he then realized he was still connected to his insulin infusion device so he removed it. He stated he had another low blood glucose reading of 44 mg/dl at 1:57am which he corrected by drinking kool-aid. The patient stated his doctor is aware of his readings and his basal rates were reviewed but not changed yet. He said he was recently lost 40 pounds. Troubleshooting did not find any product issues. Product was replaced and requested to be returned for evaluation.